Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had low pacing impedance, when the average impedance had been within range at 250 ohms. It was noted the alert triggered two days subsequent to an open heart procedure. It was also reported that the right atrial lead had intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that no reprogramming was done for either lead; both are being monitored at this time.